Manufacturer narrative:
(B)(4). During investigation by baxter the report of a leak was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. The complaint was not confirmed and the root cause was determined to be use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has received similar reports and will continue to monitor the product line to determine if further actions are required.

Event description:
A customer contacted global technical service (gts) because the heater line disconnected from the bag on the home choice (hc) during dwell 1. The home patient (hp) stated, he woke up to a dripping noise and found that the lines from the heater bag had come undone and it was dripping all over the floor. The hc did not alarm. Gts advised the home patient (hp) to end the therapy, complete continuous ambulatory peritoneal dialysis (capd), and to call his nurse in the morning. Product surveillance (ps) spoke with the hp, who said, he notified his nurse the next morning. The hp said, he was able to resume therapy successfully the next night. The hp said that he thought what must have happened was that his wife did not connect the supplies all the way and did not twist them all the way together. Hc was operational and a swap of the device was not necessary. The patient was involved but there was no serious injury or medical intervention reported.